Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during an ins change the new ins was programmed with the clinician programmer. After implant, the healthcare provider (hcp) requested a lead connection check (lcc) in the sterile field with the patient programmer. This displayed an error message that the ins needed to be interrogated with the n¿vision® clinician programmer. The ins was checked with the clinician programmer and the communicator which identified one of the leads was not in the ins properly. This was rectified and impedances were all within normal range. Post implant the ins was turned back on with the programmer without incident. Another lcc was performed but the error message appeared. The issue was not resolved at the time of the report. Additional information received from a manufacturing representative (rep) indicated the patient programmer displayed an "icon: ins in the box" error code. The cause of the issue was unknown. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received from a manufacturing representative (rep) indicated the issue had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.